Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the repair history record found no deviations that could have caused or contributed to the reported issue. Per the repair history, the device was refurbished on may 06, 2020. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by one of the following; a conduction failure of the circuit board inside the scope connector due to water/moisture, a failure of the charge-coupled device (ccd) unit and/or scope connector circuit board by device handling (earth wire was not connected, insertion/removal of scope connector while powered on, dirt/fluid adhered to the connector contacts), or the ccd cable inside the device was damaged by physical stress applied to the insertion section causing a misalignment/kink/breakage to occur. The event can be detected and prevented by following the instructions for use (IFU) which state: "important information ¿ please read before use: warnings and cautions: turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Important information ¿ please read before use: warnings and cautions: disappeared or frozen endoscopic. Image: do not bend, hit, pull, or twist the insertion section, bending section, control section, universal cord, and endoscope connector. The endoscope may be damaged, and water leakage and/or breakage of internal parts like the image sensor cable can result. Before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction. If air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage. When inserting the endoscope through the mouth, place the mouthpiece (ma-651) in the patient¿s mouth as necessary before inserting the endoscope to prevent the patient from accidentally biting the insertion section. Biting the insertion section may result in a break in the cable or malfunction of the light guide." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the exera ID chip had no data transmission, leakage was found from the bending section and instrument channel, the distal end insulation was out of standard, the bending section rubber had a cut, the bending section rubber glue was peeling, the forceps passage had a leak, the image was all black, the bending section failed the electrical continuity reading, the insertion tube had a dent, and the angulation was out of standard. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope had a b30 error. The issue was found during preparation for use. There were no reports of patient harm.